Event description:
It was reported that customer observed air bubbles or gaps about size of a bb in tandem mobi cartridge during pumping earlier in day, although issue was not present at time of call. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing cartridge, resuming insulin use, and no additional support actions were documented.